Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes: labeling review. Analysis of images. The complaint for 'delivery system and/or guidewire pushed into ventricular wall' was confirmed with objective evidence through imaging evaluation by an edwards clinical imaging specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Per the evaluation, the baseline imaging did not show the patient with a leaflet flail. However, there was evidence of septal leaflet flail after the wire and delivery system was introduced, but a definitive root cause cannot be determined due to limited imagery. Potential contributing factors may be due to guidewire placement/management or delivery system interaction with the septal leaflet during crossing. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, there were no preventative or corrective actions required.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of an evoque procedure in tricuspid position. It was reported that during the procedure, attempts to advance the system resulted in suboptimal translation. As a result, the clinical specialist recommended removing the system. Wire placement remained stable. After removal of the system, echocardiography revealed a new flail on the septal leaflet affecting more than half of the leaflet. It was decided to abort the procedure due to the risk of valve tilting because of the tear in half of the septal leaflet, and also considering limited annular oversizing (6%) with the 56mm valve. A CT scan was planned for further evaluation. It is unknown at what point of the procedure the flail occurred.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.